Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker has fluctuated from 13.5 years to 14.5 years battery remaining in a span of 3 months. Boston scientific technical services (ts) reviewed that the power consumption stability was 35 micro watts to 37 micro watts. As of this time, this device remains in service. No adverse patient effects were reported.